Event description:
It was reported that the patient experienced post-operative pain the day after undergoing an intracept procedure. The patient was sent to the emergency department (ed) because they could not give her any more pain medication. There were no reported device issues and the patient did not have any post-operative complications, just uncontrolled postoperative pain. The patient has denied wanting to utilize oral steroids due to previous side effects. The patient was still experiencing post-operative discomfort but is slowly improving. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to initial emdr in block d4.

Event description:
It was reported that the patient experienced post-operative pain the day after undergoing an intracept procedure. The patient was sent to the emergency department (ed) because they could not give her any more pain medication. There were no reported device issues and the patient did not have any post-operative complications, just uncontrolled postoperative pain. The patient has denied wanting to utilize oral steroids due to previous side effects. The patient was still experiencing post-operative discomfort but is slowly improving. No further information has been obtained despite good faith efforts.